Manufacturer narrative:
The device was not returned for evaluation, as the user facility discarded the device following the procedure. Therefore, the exact cause of the reported event could not be concluded. The sales representative further reported that according to the physician, retrieval of the flakes were not necessary as the small flakes would exit through patient feces. The event occurred during a therapeutic percutaneus nephrolithonomy. The procedure was completed as planned. The user was experienced with using the device. A review of the device history records (DHR) could not be conducted as the user facility did not provide the lot number.

Manufacturer narrative:
Based on evaluation of the customer provided photos, the complaint was confirmed. As this device relies on mechanical action to function, wear of the components is to be expected with use. A review of the risk assessment indicated this was a known failure as particulates may include fragments of the dlc coating and/or the stainless steel base material. A device history record review or complaint history review for this lot could be not conducted as the lot number is unknown. The device instructions for use instructs the user to perform an inspection of the device prior to use, "thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed."

Manufacturer narrative:
The device was not returned to the service center for evaluation. Therefore, the cause of the reported event cannot be conclusively determined. However, if additional information becomes available this report will be updated accordingly.

Event description:
During an unspecified lithotripsy procedure, the doctor at the user facility reported that since device color changed to black in color, metal flakes have been coming off the device and seen inside the patient. There was no patient injury reported. No device will be returned.